Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings or monitor glucose levels. As a result, customer experienced "shaking", "sweating", "not talking right", and was able to self-treat self-treated with oatmeal prior to performing a blood glucose measurement, with unspecified "still going low" result. Customer went to the hospital where a healthcare professional (hcp) provided third-party treatment of "12oz apple juice, pasta, and salad" to increase blood glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings or monitor glucose levels. As a result, customer experienced "shaking", "sweating", "not talking right", and was able to self-treat self-treated with oatmeal prior to performing a blood glucose measurement, with unspecified "still going low" result. Customer went to the hospital where a healthcare professional (hcp) provided third-party treatment of "12oz apple juice, pasta, and salad" to increase blood glucose. There was no report of death or permanent injury associated with this event.